Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 (1.5% glucose) and dianeal pd2 (2.5% glucose) therapies for continuous ambulatory peritoneal dialysis (capd). It was not reported if dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and a cloudy dialysate. The patient was hospitalized on the same date. The cause of the peritonitis was not reported. On an unreported date, the patient received remedial treatment with ciprofloxacin (500mg). The outcome was not reported.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.